Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and states the top of reservoir compartment is crumbling, and o- ring was missing. Customer also states the reservoir is unable to lock in place when inserted into pump. Advised the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. No belt clip received with unit. Tested with a test p-cap and the p-cap did not lock in place properly. Unit was received with missing retainer, missing reservoir tube o-ring and partially broken off reservoir tube lip. Unable to perform displacement test due to missing retainer. Unit was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.